Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. B30423,cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anemia, vaginal low grade squamous intraepithelial lesion, kidney stones, cystic acne, cholecystectomy, tonsillectomy, tubal ligation, cervicitis, uterine cervix hyperplasia, endocervical squamous metaplasia, papillary serous endometrial carcinoma and paratubal cyst. Urine hcg: negative. Previously administered products included for an unreported indication: iud. Concurrent conditions included bloating, vaginal odor, vaginal infection, vaginal discharge, bacterial infection, hot flashes, irritability, vaginal dryness, night sweats, insomnia, emotional problems and irregular periods. Family history included hypertension, diabetes, uterine cancer, osteoporosis, heart disease, unspecified, stroke and thyroid disorder. Concomitant products included clindamycin, minerals nos;vitamins nos from 18-feb-2015 to 18-mar-2015, paracetamol (acetaminophen) from 18-feb-2015 to 18-mar-2015 and progesterone. On (B)(6) 2015, the patient had essure inserted. In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In may 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), abdominal pain lower ("lower abdomen area pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on 17-05-2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the menstrual disorder, infection, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: lot number: right-b30423 and left- cs0007h. Discrepancy to be noted in essure insertion date as 01-mar-2015. Current weight 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on 20-may-2015: unilateral occlusion (left tube occluded). The left coil was occluded, the right one not.; on 01-jul-2015: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, menorrhagia, abdominal pain lower. Lot number: b30423 manufacture date: 2013-05 expiration date: 2016-05-31 . Lot number:cs0007h manufacture date:2013-11 expiration date: 2016-07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. B30423,cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anemia, vaginal low grade squamous intraepithelial lesion, kidney stones, cystic acne, cholecystectomy, tonsillectomy, tubal ligation, cervicitis, uterine cervix hyperplasia, endocervical squamous metaplasia, papillary serous endometrial carcinoma and paratubal cyst. Urine hcg: negative. Previously administered products included for an unreported indication: iud. Concurrent conditions included bloating, vaginal odor, vaginal infection, vaginal discharge, bacterial infection, hot flashes, irritability, vaginal dryness, night sweats, insomnia, emotional problems and irregular periods. Family history included hypertension, diabetes, uterine cancer, osteoporosis, heart disease, unspecified, stroke and thyroid disorder. Concomitant products included minerals nos;vitamins nos since (B)(6) 2015 for anemia as well as clindamycin, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and progesterone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), vaginal infection ("vaginal infections"), abdominal pain lower ("lower abdomen area pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal infection, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, mood swings, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: lot number: right-b30423 and left- cs0007h. Discrepancy to be noted in essure insertion date as (B)(6) 2015. Current weight 157 lbs. Treatment received for pain, bleeding, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded). The left coil was occluded, the right one not.; on (B)(6) 2015: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, menorrhagia, abdominal pain lower. Lot number: b30423 manufacture date: 2013-05 expiration date: 2016-05-31. Lot number:cs0007h manufacture date:2013-11 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, abnormal bleeding(vaginal), menorrhagia, vaginal infection were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. B30423,cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anemia, vaginal low grade squamous intraepithelial lesion, kidney stones, cystic acne, cholecystectomy, tonsillectomy, tubal ligation, cervicitis, uterine cervix hyperplasia, endocervical squamous metaplasia, papillary serous endometrial carcinoma and paratubal cyst. Urine hcg: negative. Previously administered products included for an unreported indication: iud. Concurrent conditions included bloating, vaginal odor, vaginal infection, vaginal discharge, bacterial infection, hot flashes, irritability, vaginal dryness, night sweats, insomnia, emotional problems and irregular periods. Family history included hypertension, diabetes, uterine cancer, osteoporosis, heart disease, unspecified, stroke and thyroid disorder. Concomitant products included minerals nos;vitamins nos since (B)(6)2015 for anemia as well as clindamycin, nsaids since (B)(6)2015, paracetamol (acetaminophen) since (B)(6)2015 and progesterone. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6)2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), vaginal infection ("vaginal infections"), abdominal pain lower ("lower abdomen area pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the menstrual disorder, vaginal infection, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: lot number: right-b30423 and left- cs0007h. Discrepancy to be noted in essure insertion date as (B)(6)2015. Current weight 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6)2015: unilateral occlusion (left tube occluded). The left coil was occluded, the right one not.; on (B)(6)2015: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, menorrhagia, abdominal pain lower. Lot number: b30423 manufacture date: 2013-05 expiration date: 2016-05-31. Lot number:cs0007h manufacture date:2013-11 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received- pt of the event infection was updated to vaginal infection. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. B30423,cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anemia, vaginal low grade squamous intraepithelial lesion, kidney stones, cystic acne, cholecystectomy, tonsillectomy, tubal ligation, cervicitis, hyperplasia, endocervical squamous metaplasia, papillary serous endometrial carcinoma and paratubal cyst. Urine hcg: negative. Previously administered products included for an unreported indication: iud. Concurrent conditions included bloating, vaginal odor, vaginal infection, vaginal discharge, bacterial infection, hot flashes, irritability, vaginal dryness, night sweats, insomnia, emotional problems and irregular periods. Family history included hypertension, diabetes, uterine cancer, osteoporosis, heart disease, unspecified, stroke and thyroid disorder. Concomitant products included clindamycin, minerals nos;vitamins nos from (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2015 and progesterone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), abdominal pain lower ("lower abdomen area pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the menstrual disorder, infection, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: lot number: right-b30423 and left- cs0007h. Discrepancy to be noted in essure insertion date as (B)(6) 2015. Current weight 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded). The left coil was occluded, the right one not.; on (B)(6) 2015: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, menorrhagia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr were received: lot number were added. Events: mood swings, menorrhagia, vaginal hemorrhage, depression, dyspareunia, dysmenorrhea, fatigue, weight gain, back pain, abdominal pain lower were added. Event onset date and outcome were added. Historical and concomitant drugs were added. Lab data were added. Medical history and family history were added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.